Manufacturer narrative:
During the requested site visit, the field service representative (fsr) checked the instrument and found that the 1ml syringe, list number 09d41-03 was positioned incorrectly on the wash solutions pump syringe holder. The fsr installed the water blank syringe in the correct (center) position to resolve the issue. A review of instrument service history review revealed zero additional service tickets associated with discrepant/erratic results nor identify any service or complaint issues that may have contributed to the issue. A review of historical data for the alinity c processing module, serial number (B)(6) did not identify any trends. A review of historical data for the 1ml syringe, list number 09d41-03 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the 1ml syringe, list number 09d41-03 or the alinity c processing module, serial number ac02490 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient information was provided. Section a1 patient identifier: complete entry = (B)(6).

Event description:
The customer observed a false depressed result for alinity c calcium while using the alinity c processing module. Sample ID (B)(6) generated 1.42 mmol/l on the analyzer. The sample was retested on 2 different alinity c analyzers and generated results of 2.23 and 2.24 mmol/l. The customer uses a normal range of 2.2 to 2.6 mmol/l. No impact to patient management was reported.